Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 110 units of insulin. The customer's blood glucose level was 65 mg/dl, and was going to be treated by consuming breakfast. The customer added additional insulin and successfully completed the load process.